Event description:
While stapling the stomach, the echelon flex 60 jammed in the middle of it being fired. Prior to the stapler failure, it was working without any issues. Product was removed from surgical field, bagged and will be give to material management. Another device was obtained and the procedure was completed without incident. No patient harm.